Manufacturer narrative:
H6 correction: investigation findings code 114 removed; investigation conclusions code 4311 removed.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device after a peripheral angiogram interventional procedure with a 6f sheath. Reportedly, resistance was felt during removal. The device was removed manually and it was noted that the footplate didn't close all the way. The sheath was upsized to 8f and an additional non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device after a peripheral angiogram interventional procedure with a 6f sheath. Reportedly, resistance was felt during removal. The device was removed manually and it was noted that the footplate didn't close all the way. The sheath was upsized to 8f and an additional non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.